Manufacturer narrative:
This report is to update section b5.

Event description:
Follow up indicated that the physician does not believe the issue to be related to the device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient¿s arm was making uncontrolled movements and the patient was hospitalized. Nevro attempted to obtain additional information regarding the nature of the issues, but none was available. There have been no reports of further complications regarding this event.